Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to pyxibus module and drawer controller issue. A field service engineer replaced the pyxibus module and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer was not detected on the communication bus and the issue persisted even after rebooting the station. The user was not able to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.